Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was being performed when the issue occurred and was completed by connecting the external monitor. The philips field service engineer (fse) visited system onsite and confirmed that the flexvision monitor was unable to display live images. The review of system log files showed power failure in 24v, 12v and 5v. Upon troubleshooting, the fse confirmed that the power distribution module in the cabinet-b was defective. The supplier's part analysis conclusively determined the cause of the dc power supply failure was due to led¿s stayed off and fan was not running, indicating no power. To resolve the issue, the fse replaced the dc power supply and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The device problem code was corrected.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.